Event description:
The soft cannula frequently bent. Using both 6mm and 9mm. The end-user has scar tissue problems in the insertion area, but the problem is present in other areas as well. Tape has remained intact on skin - does not come dislodged. The end-user sits while inserting. On 9/20/2002 maersk medical received the complaint and 1 used base piece (cannula part).